Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the thrombectomy procedure, the package for the 5mm x 37mm embotrap iii revascularization device (et307537 / lot# unknown) was opened and there was a kink near the stent wire. There was no patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 37mm embotrap iii revascularization device was returned for evaluation. Visual and tactile inspection of the proximal portion of the device (e.g. Nitinol shaft) indicated deformation of the shaft at approximately 1850mm and 600mm. The distal stent assembly (outer cage, inner channel, distal coil) was visually inspected prior to disinfection. Distal, body and proximal markers were visually confirmed as present. No damage was observed on the inner channel or the distal and body segments of the outer cage of the stent like portion of the returned embotrap device. The insertion tool, packaging hoop, tyvek pouch, instruction for use (IFU) and product packaging (i.e. Unit carton) were not returned. Under magnification all markers were intact (3 distal markers, 2 proximal strut markers, 4 proximal segment markers, 4 body segment 1 markers, 4 body segment 2 markers and 4 body segment 3 markers) and undamaged on the returned embotrap device. The inner channel and outer cage indicated no signs of damage or deformation. Biological material could be seen on the returned device, indicating that the device was used. A compatible sample prowler select plus (0.021-inch) microcatheter with a standard rotating hemostasis valve (rhv) was used with the returned device. The insertion tool was placed in the prowler microcatheter hub and both the insertion tool and microcatheter were flushed with room temperature water. The insertion tool was then fully seated in the microcatheter. The entire stent portion of the returned embotrap device was able to be successfully inserted and delivered to the distal tip of the microcatheter. The complaint event stated that the embotrap wire was kinked when it was first opened. The presence of biological material indicates that the device was used, it is therefore unlikely the damage was present prior to use. The complaint event was therefore not confirmed. It is possible that the device was damaged during use. In attempt to recreate the reported event, device insertion and delivery assessment was attempted using a sample embotrap device and a sample prowler microcatheter, to show that excessive force when advancing can cause damage to the shaft. However, the damage seen in the complaint event could not be recreated. The root cause for this complaint could not be confirmed with the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.